Event description:
It was stated that the customer was hospitalized for high blood glucose levels. The customer's blood glucose reading was 510 mg/dl, and she tried to deliver a bolus. The customer feels that the insulin pump is not delivering the boluses or recording them in the bolus history. The customer felt very uncomfortable with the insulin pump and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.